Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer is alleging that her humidifier caught on fire. There were no injuries or property damages reported with this incident.